Event description:
It was reported that balloon rupture occurred. The 75% stenosed shunt was located in the moderately tortuous and severely calcified vessel in the upper arm. A 5.0 x 40, 40cm mustang balloon was advanced for dilation. However, during the first inflation at nominal pressure for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with another device. No complications were reported, and the patient was in good condition post-procedure.